Manufacturer narrative:
(B)(4). The device was manufactured april 1996. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.